Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that from the last two weeks, the patient had been experiencing high blood glucose level. Therefore, the patient tried to treat it with manual injection/insulin pen. Subsequently, on the same day ((B)(6) 2021), at 11:00 am, she went to the emergency room due to high blood glucose of 636 mg/dl, where she received an insulin drip via intravenous route. Reportedly, on the day of this report, the patient did confirm that cannula was bent today, and the infusion set was last changed on (B)(6) 2021. Moreover, she spent about five hours in the emergency room. Currently, her blood glucose level was 170 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.